Manufacturer narrative:
The device remains implanted pending a replacement procedure. This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones from the device and presented for a routine follow-up. Upon interrogation, it was revealed that this device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient was admitted to the hospital pending a device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted pending a replacement procedure. This report will be updated when additional information is received. The explanted device was not returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones from the device and presented for a routine follow-up. Upon interrogation, it was revealed that this device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient was admitted to the hospital pending a device replacement procedure. No adverse patient effects were reported. The device was explanted and replaced three days later. No additional adverse patient effects were reported.